Manufacturer narrative:
E1: facility name (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, flow rate testing, and event history log review, the customer problem was duplicated. The pump was found to have many "high alarm displayed: cassette not attached properly", and flow rate was too high. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The investigation determined the sensors needed to be calibrated, and the expulsor needed to get sanded/replaced.

Event description:
It was reported that the pump alarms with sensor error flow and sporadic cassette not recognized. There was unknown patient involvement.